Event description:
It was reported that impedances were greater than 4,000 ohms on all contacts except 1. The case and 0 pair had an impedance of 199 ohms. The wires were exposed on the lead and the sheath was damaged. It was mentioned that there was not another lead to try. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).